Manufacturer narrative:
It was reported that the blue-radiopaque stitching from an unknown component in the neuro pack came loose into the surgical wound. Upon follow-up, no additional information is available related to this reported event as the reporter stated that the reporting facility did not log a formal event. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. There was no serious injury reported related to this event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause cannot be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the blue-radiopaque stitching from an unknown component in the neuro pack came loose into the surgical wound.